Event description:
It was reported that the insulin pump has a button that is unresponsive. Blood glucose reading at the time was 1.2 mmol/l. Troubleshooting was performed. The reporter did not have a new battery to complete troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device had intermittent button response due to moisture damage keypad traces. The device was received with cracked reservoir tube lip, sctached display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.